Event description:
User facility reports that 23g laser probe device was used "preincisionally." The laser fiber had a broken light and would not research the tip allowing for therapeutic use. User facility reports no pt injury.

Manufacturer narrative:
Device was returned to MFR and evaluated. Problem of broken fiber was confirmed. Several attempts have been made obtain a copy of mw #5018317. Calls were made to the offices listed below, but we have received no response to our request. On 3/17 medwatch office; 3/18 medwatch office; 3/21 medwatch office; foi office; FDA - center for device and radiological health; 3/22 FDA - center for devices and radiological health; FDA office - (B)(4). We will follow up with the local FDA office on 03/28/2011.